Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected low out of range shocking impedances for this patient's right ventricular (rv) lead. No intervention is planned at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed continued monitoring via the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating oversensed noise was later observed and noise was able to be recreated in the clinic. Impedance measurements were in an acceptable range. No adverse patient effects were reported.